Manufacturer narrative:
Findings: button error alarm and no button response due to corroded keypad traces. No unexpected numbers ramping/scrolling on their own noted. Pump received with cracked case at display window corners, broken reservoir tube lip, minor scratched and cracked display window, missing end cap sticker.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated the buttons not scrolling when she pushed and had to keep pushing to work. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer insulin pump would be replaced by oow pump. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that keypad was not working right. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.